Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a (B)(6) female patient. The customer obtained a new sample from the patient and when tested generated a negative result. The customer then went and tested the original sample a second time and generated a negative result. This issue created a problem with the patient¿s family as they are quite conservative. The following data was provided: (B)(6) 2022: sid (B)(6): first sample (initial) b-hcg result: (B)(6) miu/ml; second sample: < (B)(6) miu/ml; first sample repeated: < (B)(6) miu/ml; second sample repeated: < (B)(6) miu/ml (B)(6) 2022: sid (B)(6) (either first or second sample -unknown) repeated: < (B)(6) miu/ml there was no impact to patient management reported.

Event description:
The customer reported a false positive architect total b-hcg result for a (B)(6) year old female patient. The customer obtained a new sample from the patient and when tested generated a negative result. The customer then went and tested the original sample a second time and generated a negative result. This issue created a problem with the patient¿s family as they are quite conservative. The following data was provided: (B)(6) 2022: sid (B)(6): first sample (initial) b-hcg result: (B)(6) miu/ml; second sample: < (B)(6) miu/ml; first sample repeated: < (B)(6) miu/ml; second sample repeated: < (B)(6) miu/ml (B)(6) 2022: sid (B)(6) (either first or second sample -unknown) repeated: < (B)(6) miu/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a false positive architect total b-hcg result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Tracking and trending does not identify any related trends for the product for the issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot number is within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history records was reviewed does not identify any non-conformances or deviations associated with the reagent lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect total b-hcg reagent lot 32494ud00 was identified.